Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the repair technician identified that the mx40 telemetry device had no audio due damaged speaker. The technician noted that the speaker was tampered, damaged, and was not in the correct placement.

Event description:
During product evaluation, the philips authorized repair facility technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.